Event description:
The or bed was in the "locked" position and the gray rubber stoppers were in place, but the bed moved. Biomed immediately responded to our or suite. The pt was safely transferred onto a gurney. The hydraulic manifold for the floor lock was replaced by steris. We sequestered this table and returned to the manufacturer. A new table was sent as replacement.they will perform internal qa.